Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Damage was found the shipping wedges. Functional testing found that the reload was loaded into a representative pmv handle the interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the shipping wedge was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a thoracoscopic pulmonary resection, a yellow fragment was dropped in the chest cavity and was retrieved with forceps. The shipping wedge was damaged. The issue occurred with three reloads.

Manufacturer narrative:
D10 concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n4k1905y); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n4l1514y); sigphandle, sig power sigphandle handle, (lot # unknown); sigpshell, sig power sigpshell control shell, (lot # unknown); sigadaptshort, sig power sigadaptshort lin short adapt, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.